Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an infected implantable cardioverter defibrillator pouch. Examination found no bacterial infections. Records of intra and post operative records found nothing which might cause the pouch infection. The doctor disinfected and sutured the pocket, and the patient continued to use antibiotics. The system was not replaced and remained in the patient body. The patient was stable. Related manufacturer reference number: 2017865-2020-15244, related manufacturer reference number: 2017865-2020-15247.